Manufacturer narrative:
We have contacted the initial rptr to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The attorney report did not allege a specific device failure and it appears the mesh remains implanted. A lot number was provided however it was illegible and therefore a mfg review cannot be performed. Additionally, medical records have not been provided. With the currently available info, no conclusion can be drawn.

Event description:
The following was reported by the pt's attorney: ni - the pt was implanted with bard pre-shape mesh. The attorney alleges the pt has experienced significant physical pain and suffering, has sustained permanent injury, will likely undergo corrective surgery. The pt was caused and/or in the future will be caused to suffer severe personal injuries.